Manufacturer narrative:
B5: it was reported that the cause of peritonitis was due to loose motion (diarrhea). It was reported that the patient was not hospitalized for this event. The patient began treatment with vancomycin injection (discontinued,1gram every 72 hours, route and duration not reported) and ceftazidime injection (discontinued,1gram per day, route and duration not reported) for this event. At the time of this report, the patient has recovered from this event. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.